Event description:
Event description guidant received information that this implantable lead had impedance values of 2000 ohms with the pacing system analyzer (psa) during the implant procedure. However, the lead did have acceptable p-wave measurements. The lead was removed, replaced, and returned for analysis.